Event description:
A report was received and stated a needle became detached from the syringe. It is unclear if the separation occurred prior to or during pt use. No clinical or pt injury reported. Additional info has been requested; no additional info has been made available at this time.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.